Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was inaccurate. Reportedly, the customer does not know how the pump time and date became inaccurate. Tandem technical support guided the customer through adjusting the pump time and date. Customer's blood glucose level ranged between 200-220mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.